Event description:
An out of box failure of a reprocessed ligasure blunt tip laparoscopic sealer/divider 5mm x 37cm, which was opened to sterile field to replace another reprocessed ligasure sealer/divider was malfunctioning. The handpiece was closed to insert it into laparoscopic port and would not reopen.this was the second device failure of the reprocessed sealer/dividers. Both devices were given to the reprocessor rep.